Event description:
It was reported that during a removal of a cast on the wrist, the cast cutter blade fell off the cast cutter. It was also reported that there was a crack in the blade. It was further reported that there was no injury to the patient and there was another blade readily available.

Manufacturer narrative:
The cast cutter blade subject to this MDR was returned to manufacturer for evaluation. It was visually confirmed that the blade was cracked on both sides of the blade mount. The manufacturing records were reviewed, no issues were highlighted which may have contributed to this event. The IFU has a warning which states "excessive pressure, such as bending and prying with the blade, may cause the blade to fracture". The root cause is undetermined.